Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Email unknown / not provided. Last name unknown / not provided. K011028, k013227.

Event description:
It was reported numbness tooth 29. Symptoms as a result of the event: paresthesia. Surgical/medical intervention required for permanent damage: yes, implant removal.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mmm (tsvwb13) was returned for investigation. Visual evaluation of the as returned product identified dried bone residue around the external threads due to usage but no apparent signs of malfunction. The devices could not be functionally tested for the reported event (medical: other). Measurements were taken and the device was determined to be within design specification. No pre-existing conditions were noted in the per. The reported device had been placed on tooth #29 (universal) location for approximately 5 days. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1235847) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications complaint history review was performed for the reported lot number (1235847) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified since patient anatomical/physiological conditions were unknown/unverifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative

Event description:
No further event information available at the time of this report.